Event description:
(B)(4). Severe lower back pain, leg pain, swollen and painful knee, headaches, heart palpitations, fatigue, anemia, heavy menstruation, bloating, joint pain , itchy skin especially legs. Symptoms ongoing. Was covered by insurance.